Event description:
It was reported that during a scheduled device change-out, the right ventricular [rv] was inadvertently cut during pocket evacuation. The rv lead was partially explanted and replaced; the portion of the lead remaining in the patient was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression.